Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery charger problem) was confirmed due to an internally shorted microcontroller on the bedside board. The charger did not recognize a battery pack. The root cause of the shorted microcontroller was unable to be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that a battery charger had a battery charger problem.